Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. An examination of the balloon identified a circumferential tear/dissection in the balloon material. The tear was located over the proximal edge of the distal markerband. The tear covered approximately 50% of the circumference of the balloon. No issues were noted with the proximal markerband or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09oct2013 it was reported that the catheter balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula in forearm. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected and advanced to treat the target lesion. During procedure, the balloon catheter was dilated in the lesion. It was noted that the balloon ruptured at 10atms during 1st inflation. The balloon catheter was then removed from the patient and found a pinhole rupture on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed a balloon circumferential tear.